Manufacturer narrative:
Approximate age of device ¿ 3 years 7 months. The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2017, the patient received a heart transplant. The patient had been upgraded on the transplant list due to previously unreported pseudomonas driveline infection. The infection began on (B)(6) 2015 and was treated with antibiotics. The device was reported as operating as expected at the time of transplant. It was reported that due to pro-thrombotic states from the infection, the patient had an isolated history of elevated lactate dehydrogenase (ldh) during the active infection. The patient¿s ldh peaked at 802 u/l; baseline was 300-400 u/l. Ramp echocardiogram and CT-angiogram were negative. The elevated ldh resolved with heparin infusion. Reportedly, there was also a history of pump power elevations. No additional information was provided.

Manufacturer narrative:
Device evaluation: no device-related issues were identified through the evaluation of the pump, and a direct correlation between the device and the reported event could not conclusively be established. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were returned detached from the pump. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.